Manufacturer narrative:
(B)(4). Methods: the device was reported as not available for return. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no testing methods were performed and results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for an evaluation, therefore we are unable to determine a cause for the reported event of faster flow and patient condition of experiencing paralysis of the lower limbs after infusion . However, the paralysis reported may be likely due to the procedure itself and not the fast flow condition; although the device cannot be ruled out. Without the lot number, a review of the DHR cannot be conducted. Additional information has been requested however, not yet received. Should additional information pertinent to this event be obtained halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Not returned to the mfg.

Event description:
Fill volume: 400ml. Flow rate: 5ml/hr. Procedure: implantation of a total knee prosthesis. Cathplace: femoral catheter . It was reported that an infusion ended sooner than expected with the use of a pump; in addition, the patient experienced paralysis of the lower limbs following the infusion. It was further described as "implantation of a total knee prosthesis with management of pain by providing a femoral block with placement of a femoral catheter under ultrasound. In postoperative treatment, installation of the diffuser with naropeine 0.2% 400 ml calibrated 5 ml/h for 72 hours. At d+1, the catheter is "dropped" and observation made by the patient's entourage that the diffuser is completely empty. Algic patient with motor and sensory deficit. Finding a bending motor deficit of hip flexion and extension of the leg, without involvement of the ankle and toes. Sensory loss in the left iliac fossa, the buttock and the thigh. Knee: very painful. At d13 persistence of motor deficit in psoas and quadriceps level. Ongoing recovery at d18. Management of pain with other therapeutic and medical investigations. Call with physician. There was no disconnection. The pump is deflated faster than expected, 24 instead of 96 hours. After 24 hours, the patient removed all and found that it was empty. The physician found unusual symptoms: paralysis of the lower limbs." The pump has unfortunately not been preserved." Additional information was requested, but is not yet available at this time.